Event description:
It was reported that during thoracic procedure, the surgeon closed down on the tissue and it would not fire. There was no other info concerning the event or contacts on the note. They removed the device and completed the procedure with a new like device. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 05/26/2010. Eval summary: the analysis results found that one ec45 device was returned with no visual non-conformances and without a reload present. The device was tested for functionality with a test reload and it fired, and formed all the staples as intended. After further analysis it was noted that the device clamping mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the closing trigger return spring post was noted to be broken, not allowing the device to properly open when the release button was depressed. However, the device could be opened by applying reverse force to the trigger. Although no conclusion could be reach on what caused the post to break, it should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the mfg process. Closure trigger return spring.